Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited high capture threshold. The patient was brought into the clinic. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.